Manufacturer narrative:
(B)(4). Follow up. It was reported syringes have poor quality of printing on them. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other two photos show a syringe barrel with a scale marking that is legible and acceptable. No defects were observed. A device history record review was completed for provided material number 309653, lot 4143053. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. The correct batch number 4143053. The syringes in the new lots have poor quality of printing on them, with the numbering faded in places. Whilst the numbers are still legible, the fading could lead our customers to believe that the syringes are of poorer quality than previous supplied or that they are faulty / leaking.

Event description:
The syringes in the new lots have poor quality of printing on them, with the numbering faded in places. Whilst the numbers are still legible, the fading could lead our customers to believe that the syringes are of poorer quality than previous supplied or that they are faulty / leaking.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.